Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. Since the device was not returned a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had broken light cords and no image during the patient in room draped for procedure. There were no reports of patient harm.